Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient had experienced episodes of elevated and low blood glucose levels in the past month. On the morning of (B)(6) 2012 the patient obtained a blood glucose level of 516 mg/dl. At an unspecified time later, the patient obtained a reading of 28 mg/dl. At that time, the patient experienced the symptoms of being incoherent, foaming at the mouth and thrashing. Emergency services were contacted, and when paramedics arrived, the patient was treated intravenously with dextrose. She was not transported to the emergency room. The patient's subsequent blood glucose reading was 550 mg/dl and she experienced the symptom of dry mouth. The patient reported she had experienced elevated blood glucose levels during the day, and very low blood glucose levels at night. During the troubleshooting telephone call, it was determined the patient's husband was resetting the date and time after battery replacements. It was not possible to troubleshoot the pump at the time of the call, therefore it is not known if the pump date/time setting was correct, which could have contributed to the incorrect basal rate being delivered. No troubleshooting could be done, therefore the pump settings, date/time, basal rates or total daily dose settings are not known. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specification. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen but booted to normal contrast with a replacement screen.